Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, unexpected error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of motor error alarm. The customer's blood glucose level was 511 mg/dl at the time of the incident. The customer stated that the bolus delivery settings were correct. The customer stated that the piston made strange noises while moving. The product was returned for analysis.